Event description:
It was reported a rash at the pocket site that seemed to be moving up the extension path one week post implant. Only a rash was reported, no itching or burning sensations. After doing the skin patch allergy test it was determined the patient had an allergy to polyurethane 75. The patient did not have an allergic reaction to the trailing leads and indicated that it appeared the rash was getting better. The patient was referred to a health care professional for further treatment if necessary. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3777-60, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product typ: lead, product ID 3777-60, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product typ: lead, product ID 37754, lot#, serial# (B)(4), implanted: explanted: product typ: recharger, product ID 37744, lot#, serial# (B)(4), implanted: explanted: product typ: programmer patient, product ID 3550-39, lot# n328047, serial#, implanted: 2012 (B)(6), explanted: product typ: accessory. (B)(4).

Event description:
Additional information received reported that no intervention was needed. The rash subsided and the patient outcome was reported as 'good'.